Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl and 287 mg/dl at the time of incident and other blood glucose level was 190 mg/dl and 249 mg/dl and 296 mg/dl and 354 mg/dl. The customer was treated with insulin pump. Customer reported that the drive support cap is sticking out. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does allege possible insulin pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, device passed the dat test at 0.08830 inches. No possible over/under delivery anomaly noted. No unexpected prime/fill anomaly noted during testing.